Manufacturer narrative:
A ge representative evaluated the system and replaced the joystick. The system operates as intended.

Event description:
The customer reported, the joystick is not working. No patient injury was reported.